Event description:
The pt had a bd arterial cannula with floswitch break off in the wrist. The catheter was placed 3 hours before a surgical procedure. It was noticed the next day upon removal that the catheter was broken. This required local anesthesia and surgical removal of the catheter.

Manufacturer narrative:
Results: 2 samples, 1 used and 1 unused is a closed package, were returned for eval. A visual/microscopic eval revealed a clean cut at the edges of the broken catheter. A visual analysis of the unused sample revealed no abnormality. A pull force test was conducted on the unused sample and it met mfg specs. A review of the device history records revealed no irregularities for the reported lot number 4231184. Conclusion: an absolute root cause for this incident cannot be identified. However, out quality engineer notes that it is likely a sharp object cut the catheter outside of the mfg facility as there is no process in the mfg of the product that can produce this type of defect.